Event description:
It was reported to boston scientific corporation on november 26, 2021 that a cold axios stent was to be implanted transgastric to the pancreas to treat a pancreatic fluid collection during a stent placement procedure performed on (B)(6) 2021. During the procedure, the physician used a double channel scope and attempted to deploy the stent; however, the stent could not be deployed. The stent was removed partially deployed on the delivery system and the procedure was completed using a metal stent. There were no patient complications reported as a result of this event. Note: it was reported that a double channel scope was during the procedure. The hot axios stent and delivery system directions for use state the axios delivery system is compatible with therapeutic echoendoscopes. This device is not compatible with a double channel scope.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.